Event description:
It was reported there were rising ventricular lead impedances on the pace sense portion of the lead. The lead remains in use and is being monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was high resistance/impedance, 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2012 02:15:02, and weekly and daily pace impedance trend data show gradual increase for minimum and maximum right ventricular pace = 512 to 1008 ohms peak between (B)(4)-2011 and (B)(4)-2012.